Manufacturer narrative:
The company clinical application specialist (cas) provided feedback on the review of this case. Per patient data analysis, it cannot be determined if the surgeon performed adequate preliminary calculations or if the surgeon went with the aberrometer recommendation during the procedure. The patient¿s pre-existing condition of mild base membrane dystrophy is a potential contributing factor. The root cause of the reported event cannot be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported an unexpected refractive outcome post aberrometer assisted cataract procedure of the right eye. Reporter indicated he will either need to reposition or replace the implanted intraocular lens (iol), as a result of going with the aberrometer suggested iol. Additional information received indicates the surgeon performed an iol rotation.